Event description:
According to the literature, a retrospective study compared the feasibility and patient outcomes of laparoscopic versus full robotic roux-en-y gastric bypass between january 1, 2014, and december 31, 2016 with a total of 343 procedures. It was noted that in the laparoscopic technique with 147 patients, the anastomoses were made laterally with a linear tri-staple and the resulting enterotomy was sutured with a v-loc. The robotic technique with 196 patients also used the same linear tri-staple to create the gastric pouch as well as for division of the small bowel. Additionally, suture was used to hand sew the anastomoses and to close the mesenteric defects. Anastomose were hand sewn with two non-absorbable sutures. Surgical complications were reported; 10 patients in the laparoscopic group and 5 patients in the robotic-assisted group reported to have a hemorrhage, which required revisional surgery. Anastomotic fistulas were also reported on 4 laparoscopic patients and one on robotic assisted group. Fistula was defined either by CT scan images of abscess or contrast solution leakage, and or abscess evidence or blue dye positive test on surgical revision. Laparoscopic versus full robotic roux-en-y gastric bypass: retrospective, single-center study of the feasibility and short-term results: perrine senellart, gaël saint-jalmes, 2019, journal of robotic surgery

Manufacturer narrative:
Correction: b5, h6 additional information: g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: unegiatri, unknown egia tri staple (lot#: unknown) title: laparoscopic versus full robotic roux-en-y gastric bypass: retrospective, single-center study of the feasibility and short-term results source: journal of robotic surgery (2020) 14:291¿296 publication date: 3 june 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the feasibility and patient outcomes of laparoscopic versus full robotic roux-en-y gastric bypass between january 1, 2014, and december 31, 2016 with a total of 343 procedures. It was noted that in the laparoscopic technique with 147 patients, the anastomoses were made laterally with a linear tri-staple and the resulting enterotomy was sutured with a v-loc. The robotic technique with 196 patients also used the same linear tri-staple to create the gastric pouch as well as for division of the small bowel. Additionally, v-loc suture was used to hand sew the anastomoses and to close the mesenteric defects. Anastomose were hand sewn with two non-absorbable v locs. Surgical complications were reported; 10 patients in the laparoscopic group and 5 patients in the robotic-assisted group reported to had a hemorrhage, which required revisional surgery. Anastomotic fistulas were also reported on 4 laparoscopic patients and one on robotic assisted group. Fistula was defined either by CT scan images of abscess or contrast solution leakage, and or abscess evidence or blue dye positive test on surgical revision.